Event description:
It was reported via voluntary medwatch that the atrial lead exhibited episodes of atrial high rate for under-sensing. The patient experienced shortness of breath and leg edema. Impedance alert was also noted. The patient is to be seen in clinic.

Manufacturer narrative:
Voluntary medwatch received mw5155242.